Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) system may be experiencing oversensing and inappropriate therapy. The rate sensing electrograms were found to be noisy, indicating either a lead or ICD problem. An invasive procedure was performed and the physician elected to replace the ICD and leave the chronic leads in service. The ICD was sent to cpi for analysis. This report will be updated when device analysis is completed. Cpi received some additional information in october 1997 that the patient with the replacement ICD, model 1746, received a shock while in sinus bradycardia.